Event description:
It was reported that the pump battery depleted too fast. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting, and no additional information was received regarding the outcome of the event.